Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was 106mg/dl at the time of the incident. The customer was advised to revert to the back up plan. The insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
The insulin pump was received with blank display due to faulty lcd driver. We were unable to verify missing segments or partial segment, flickering display and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to blank display. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, broken belt clip slot and minor scratched lcd window.